Event description:
It was initially reported that the patient was having her device explanted due to having pseudo-seizures and anxiety. The physician did not think the patient was a good candidate for vns therapy originally. Clinic notes dated (B)(6) 2013 reported that the patient¿s vns generator was checked and it appeared to be ¿malfunctioning.¿ the physician reported in the notes that excessive stimulation was provided, and he was unable to program the settings down. Therefore, the vns magnet was taped over the device to disable the stimulation. The physician noted that it was desired to have the device explanted anyway, so she was referred for surgery. Previously on (B)(6) 2013, the patient asked to have her vns settings turned down. The physician turned the settings down to 0.75 ma with the plan to turn it off at the next visit in two months. Patient was admitted to medical center on (B)(6) 2013 and discharged on (B)(6) 2013 due to recurrent seizures. Eeg confirmed that the patient does not have epileptic seizures. Attempts to the physician for additional information on not being able to program the device settings down have been unsuccessful to date. The patient was originally implanted with vns in 2001 but had generator replacement in 2010. The patient had generator and lead explant on 07/26/2013. The explanted products were received by the manufacturer on 08/01/2013. However, analysis has not been completed to date. The return product form indicated reason for explant was "patient desired."

Event description:
Additional information was received that product analysis was completed on the generator and lead. The pulse generator was interrogated at multiple orientations adjacent to the programming wand, with a one inch spacer between the pulse generator and the programming wand. The pulse generator interrogated at all orientations. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications as defined in ets 28-0000-3300/2. The battery, 2.952 volts as measured during completion of test parameter 7.16.10.2 (measured diagvbat) of the final electrical test, shows a non-ifi condition. The data in the diagaccumconsumed memory locations revealed that 15.884% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator. Note that a portion of the lead assembly (body) including the electrodes was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. What appeared to be white deposits were observed in various locations. Eds (energy dispersion spectroscopy ¿ provides chemical or element identity/composition analysis) was performed and identified the deposit as containing silicon, phosphorus, sulphur, sodium, magnesium and calcium. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The resistance measurements taken during decontamination verified an electrical and mechanical contact between the generator and connector pins at one point in time. Continuity checks of the returned lead portions were performed, during the visual analysis, with no discontinuities identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portions of the device. Note that since a portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Manufacturer narrative:
Review of device history records. Review of the generator device history records confirmed all quality tests were passed prior to distribution.